Event description:
On (B) (6) 2009, patient reported she is having issues with her cannulas being bent on her sites. Verified that the issues with the bent cannulas did come from the same box with the same lot numbers. Patient reported this is an ongoing issue. Patient stated she will notice a cannula is bent when she pulls out the site. Patient stated she will notice that her blood glucose is elevated, so she will change out her site and this is when the cannula will be bent. Verified that patient follows specifications for changing out site. She stated her infusion site will be inserted for less than 3 days; sometimes it will be on the first day that she will have issues with the bent cannula and other times it will be the third day. Advised on the infusion site insertion device. Patient reported she does not use it often and usually manually inserts her sites. Patient reported her current site is okay and she has had it in for 1 day. Patient stated the last time she had an elevated blood glucose concern and noticed the bent cannula was last week. She reported she has not experienced this issue since last week. Patient stated her elevated readings are between 400-600 mg/dl. She reported she will change out the site and bolus to bring down the blood glucose. Patient's target blood glucose range is 150-200 mg/dl. Patient is not currently experiencing elevated blood glucose at this time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.